Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump received with constant failed battery test alarm. Unable to perform active current measurement, sleep current measurement and self-test due to constant failed battery test alarm. Pump unable to download to thump due to constant failed battery test alarm, causing an upload error. Unable to generate power management graph due to upload error. Verified pump alarmed failed battery test during testing. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked lcd window, cracked keypad overlay, pillowing keypad overlay and broken belt clip rails. The p-cap/reservoir does lock properly. Confirmed failed battery test during analysis. Cosmetic damage (cracking) confirmed at the lcd window. Cosmetic damage (cracking) confirmed at the keypad overlay. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Upload error confirmed due to constant failed battery test alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the insulin pump had a crack. The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Product mmt-1882 was returned for analysis.